Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net after experiencing an episode of syncope. Upon review, it was found that the patient's right ventricular lead was over-sensing noise, resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was stable.